Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with reference results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 6.0, reference: 2.0, mean:4.0, confidence limits: 2.3 - 5.7. The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference values fall outside the limits, so the criteria was not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. The last in-house therapeutic donor testing was performed on reported lot number 299622 on (B)(4) 2013 yielded the following results: donor: (B)(4), inratio: 2.0, 2.0, 1.9, reference: 1.97, bias threshold: 1.47 - 2.47, %cv: 2.94. Donor: (B)(4): inratio: 3.0, 3.0, 3.0, reference: 2.89, bias threshold: 1.89 - 3.89, %cv: 0.00. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria had been met. No further investigation required. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. As of (B)(4) 2013, (B)(4) discrepant complaints have been reported for the production lot number 290760. Production lot includes lot numbers 299622 and 299623 yielding a complaint rate of (B)(4). Due to this low occurrence rate, no further action is required. Corrective action not required at this time.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: inratio: 6.0. Home health nurse's poc: 2.0. Time between tests: minutes. Therapeutic range: 2.0-3.0.